Event description:
The device has been explanted and will not be returned due to "significant adherence of implant capsule to implant shell."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concern with the product. Healthcare provider additionally reported capsular contracture baker grade iii. Device remains implanted.